Event description:
During the procedure, when the customer removed the implant from the package, they noticed something on the implant surface looks like a blood. Material arrived the 7th of october in the office in a pouch without the original package and contents returned. The case could not be confirmed after all the investigation conducted on movement warehouse and internal meetings. The communication of this was send on 17 dec 2025.

Event description:
During the procedure, when the customer removed the implant from the package, they noticed something on the implant surface looks like a blood.